Event description:
It was reported that an episode was recorded on the device, but appeared to be due to loss of electrode contact. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).